Event description:
A report of overinfusion with this device was received. Infusion was completed in two days instead of seven days. The infusion was started in 2003 at 2:30pm and an empty unit was disconnected from pt 2 days later. Device was reported to have contained 5 fluorouracil (5 fu) 2000 mg and sodium chloride 0.9% for a total fill volume of 252ml. The device was worn at the waist in a fanny pack below the flow restrictor, which was not taped to the pt's skin nor heated in any other way. The flow restrictor was attached to a hickman catheter. The pt developed hand-foot syndrome as a result of the overinfusion. Subsequently, 5 fu therapy was suspended for seven days and pyridoxine tablets were prescribed. 1 week later, 5 fu therapy was restarted and dose was reduced. The reported event occurred in pt's home and no hospitalization was required.